Event description:
It was reported that the iab was being inserted in the right femoral artery, but it would not pass completely through the introducer sheath. The assembly was removed and an attempt was made to insert into the left femoral artery. Again, it would not pass through the introducer sheath. A second iab was inserted without difficulty. There were no associated pt complications.